Event description:
It was reported: the pt was diagnosed with bilateral osteoarthritis of both hips. The pt underwent a right hip arthroplasty in 1997. An intermedics device was inserted. In 2000 the pt underwent a left hip intermedics arthroplasty. Sulzer acetabular shell components were used during both hip arthroplasties. Following the left hip surgery, the pt had continued pain and increased lucency of the left hip. In 2001, the pt returned to the operating room for revision surgery.